Event description:
Additional information was received from a patient. It was reported the urinary tract infection (uti) had been diagnosed (B)(6) 2016 and it was unknown if the uti was related to the device or therapy. The slanting was reported to have been due to scraping the area while getting in and out of their vehicle, and they noted the slant was currently back to normal, which had occurred without any treatment. No steps had been taken to resolve the uti or the device protruding/slanting. The replacement patient programmer (pp) resolved the poor communication issues.

Event description:
Additional information was received from a patient. It was reported the patient had no urinary tract infections (uti) since the device was installed, but may have had two in (B)(6) 2016. When asked if the uti's were related to their device or therapy the patient responded they were not sure right now, and they were looking at one electrode that may have migrated to the right kidney - waiting for abdominal CT scan results. The circumstances which led to their stimulator protruding and slanting was probably activity level, and the patient noted the new program seemed to straighten the device stimulator out. The steps taken to resolve the reported issues included new programs and medication for the uti.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a patient who was implanted with a gastrointestinal/pelvic floor. Patient reported her implantable neurostimulator (ins) was protruded and seemed slanted since it was implanted. She stated scrapping it on things. She had a couple of urinary tract infections (uti), thought she currently had one because she has some pain and difficulty urinating. The uti occurred in (B)(6) 2015. She reported she was having a mesh in the past but it disintegrated. It was also reported that she had poor communication screen on patient programmer (pp) on the day of this call. She was instructed to place pp directly over the ins, on skin and sync with the ins but this did not resolve the report issue

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.